Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was a loss of rotational speed. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral artery. The catheter was turning or torquing, along with the wire. It torqued so much in one direction that it would not continue to operate. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.